Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(6) of a control-a-flo that leaked during patient use. However, the reporter could not discover where the leak was coming from on the set. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Visual and functional tests were performed, and the reported condition was confirmed. The units were tested under water using 0.56 bar of air pressure and the reported issue of leakage were confirmed at the level of the y junction. The cause of this reported condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
This is report 1 of 4 of the same reported problem from this facility.